Event description:
Related manufacturer report number: 3006705815-2023-02825. It was reported that the patient's scs systems was not providing effective relief and the patient was experiencing pain at the site of the ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted.

Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6) batch: a000067134. A scheduled system explant due to ineffective stimulation and ipg site pain was reported to abbott. The explant proceeded as scheduled without complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.